Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. The device remains implanted. Therefore, direct product analysis was not possible.

Event description:
The following was reported to gore: during a procedure on (B)(6) 2017, an iatrogenic pseudoaneurysm developed in the hepatic artery. A gore® viabahn® endoprosthesis with heparin bioactive surface was implanted to treat the pseudoaneurysm. On (B)(6) 2017, stenosis of the proximal portion of the endoprosthesis was confirmed. On (B)(6) 2017, thrombolysis was performed and a bare metal stent was implanted proximal to the endoprosthesis to cover the stenosis. The condition was improved. On (B)(6) 2018, an occluded endoprosthesis was confirmed. The physician elected to monitor the occlusion. On (B)(6) 2018, it was confirmed that the endoprosthesis remained occluded. It is unknown if an intervention was performed.